Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the display of her onetouch ping meter was fading. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient reported that the alleged display issue began on (B)(6) 2016. During the follow-up call, the patient informed the csr that she continued to test with the subject meter despite being aware of the alleged issue. The patient reported developing symptoms of "shakes, anxiety, eyesight issues and headache" possibly a couple of weeks prior to when the alleged issue began, but was unable to confirm. The patient claimed she treated herself with either orange juice and a (B)(6) bar or insulin at various times throughout (B)(6) 2016 due to the alleged issue. The patient reported that her blood glucose was measured at "350 mg/dl" and "40 mg/dl" on another device but was unable to recall the specific date and time the results were obtained. During the follow-up call, the patient claimed the onset of the symptoms may have been attributed to the dark screen on the subject meter. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr noted the patient did not have a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while using the product. The subject meter could not be ruled out as a cause or contributor to the event(s).